Event description:
New information received states that both leads were explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-22009, related manufacturer reference number: 1627487-2020-22010. It was reported the patients leads had migrated. As a result, one of the leads has pulled out of the ipg header. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.